Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the dual monopolar energy pedal. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that during a da vinci-assisted incisional hernia etep surgical procedure, when the staff depressed the ancillary foot pedal on the vision side cart (vsc), the monopolar energy would not stop applying. The staff had tried to place the foot pedal in the drawer but it would not stop applying energy. An intuitive surgical, inc. (Isi) technical support engineer (tse) walked the staff the through disconnecting the foot pedal from the back of the erbe. The staff requested the field engineer (fe) follow up to verify the foot pedal. The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was due to davinci pedal and it has been fixed.